Manufacturer narrative:
(B)(4). The retraction supplemental MDR 1314492-2016-03066, sent on 06-14-2016, was reported in error. The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Evaluation reproduced the complaint of underinfusion. The pump was tested under multiple flow parameters and reproduced a flow rate inaccuracy greater than -5% but less than -10%. One of the lower valve pressure plate holders was found to have a double shim on one side causing the plate to sit unevenly, which could have caused the flowrate issues. The lower valve pressure plates and holders were replaced. Evaluation found the unit to have the following results: (B)(6). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03066 can be removed from the FDA database.